Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump lost settings after battery change and sensor would not calibrate. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = clear. On (B)(6) 2021 the customer alleged the pump having lost setting after battery change, lost, weak sensor alarm won't calibrate. The testing needs to perform are self test, and displacement. Also needs to programmed with a test guardian link (3) transmitter to confirm lost/weak sensor alarm. Unit passed displacement and self tests. Unit was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. However, unsuccessfully communicate to the test guardian link (3) transmitter and received with lost sensor alarm noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronic assembly, internal battery connector, battery connector, battery tube, motor, vibrator. The original pcb 2 was replaced and installed in an original pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and programmed with a test guardian link (3) transmitter and the unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors, calibrate error or connection anomalies noted. In summary, the pump received with lost sensor alarm and won't calibrate, problem isolated to pcb2. Unit received with scratched case, cracked retainer. Unit p-cap / test reservoir lock in place properly.